Event description:
It was reported that the device is behaving in a manner consistent with premature battery depletion (pbd) . A boston scientific technical services (ts) consultant recommended device replacement. Additional information was received that this device was explanted and a new device implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that a high current drain was the result of two compromised capacitors, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.

Event description:
It was reported that the device is behaving in a manner consistent with premature battery depletion (pbd) . A boston scientific technical services (ts) consultant recommended device replacement. Additional information was received that this device was explanted and a new device implanted. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.